Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed three coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil fully out of the microcatheter and into the target location. The physician attempted to detach the smart coil using the handle, however was unsuccessful. The smart coil then unintentionally detached while partially within the microcatheter as it was forcefully retracted. The smart coil was left partially inside the aneurysm and partially within the vessel after the microcatheter was removed. The physician then implanted a stent to stabilize the end of the smart coil against the vessel wall. The procedure was then completed using stent-assisted embolization. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the associated MFR number was not referenced on the initial MFR report and is being included on this follow-up #01 MFR report: this report is associated with MFR report number: 3005168196-2019-00455. Results: there was no visible damage to the handle. Conclusions: evaluation of the returned handle revealed that the device was functional. The handle was functionally tested on the handle fixture and passed within specification. Evaluation of the returned non-penumbra microcatheter revealed that the distal shaft was ovalized. The root cause of this damage could not be determined. The ovalization likely contributed to the smart coil not being able to be advanced out of the microcatheter and into the target anatomy. During functional testing, a demonstration smart coil was attempted to be advanced through the non-penumbra microcatheter and was unable to advance past the ovalization. Evaluation of the returned smart coil pusher assembly confirmed that the embolization coil was detached. If the pet lock is broken on the proximal end of the pusher assembly and pull wire is retracted out of the distal detachment tip (ddt), the embolization coil will detach from its pusher assembly. The complaint states that the coil unintentionally detached. Based on the broken pet lock, this likely occurred after an attempt was made to detach the coil using the handle. Damaged parent devices or kinking of the pusher assembly can cause a build-up of friction between the pull wire and the hypotube, overcoming the force the handle is able to apply. Retracting the device may alleviate some of this tension and allow the embolization coil to detach. Further evaluation of the returned smart coil revealed that the distal portion of the pusher assembly was delaminated and stretched. This type of damage may have occurred due to forceful manipulation of the device against resistance. The smart coils introducer sheath was not returned with its pusher assembly for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.